Manufacturer narrative:
Conclusion: perforation are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00327. Device discarded by hospital.

Event description:
Patient presented with thrombus in right ica extending into the m1. A combination of penumbra 5max reperfusion catheter in tandem with the penumbra separator 3d retrieval was attempted a total of three times to clear the thrombus, after which an attempt to aspirate with just the 5max. At this point the physician noted "subtle early filling of the posterior cavernous sinus/clival veins in the arterial phase, suggesting a subtle slow flow fistula." A 5max-ace reperfusion catheter was advanced to the face if the thrombus and aspiration was attempted one more time. The procedure was concluded with no flow restoration. The fistula was determined to be of "uncertain" relationship to the penumbra system devices.